Manufacturer narrative:
Mean and mode used. Date of publication used. Estimated date used. The devices were not available, therefore, product testing on these actual devices could not be performed. The device identifiers were not provided, therefore, the device history records, and complaint history records for this device lot number could not be reviewed. A review of the device labeling was completed. Corneal decompensation is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. Corneal decompensation is an established risks associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR#: (B)(4).

Event description:
The following was reported through a review of the article ¿corneal endothelial cell changes after phacoemulsification combined with excisional goniotomy with the kahook dual blade or istent: a prospective fellow-eye comparison. Postoperatively, there were cases (17) of endothelial cell loss (ecl). Per report, no eyes developed focal, or diffuse corneal edema, corneal decompensation, or other cornea-related side effects attributable to ecl.